Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (288 mg/dl) earlier in the day. Customer delivered a correction bolus to stabilize bg levels. Subsequently, it was reported that the customer experienced low blood glucose levels reaching 50 mg/dl. Reportedly, the customer accidentally delivered too many units of insulin for the amount of carbohydrates consumed. Customer consumed carbohydrates to stabilize bg levels. In addition, contact wanted to adjust the customer's high and low bg alerts. Contact stated due to the settings not being set it caused the customer's bg's to drop lower. Contact could not provide a specific bg value. Customer ate carbohydrates to stabilize bg levels.